Event description:
During the index procedure, the patient had two endeavor sprint drug eluting stents implanted in the lad. A third endeavor sprint otw stent was implanted in the lad to treat a dissection. A fourth endeavor sprint otw stent was implanted in the 1st diagonal to treat a second dissection that occurred during the procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection). (B)(4).